Event description:
On (B)(6) 2012, the patient contacted animas to review the pump and confirm it was working properly since she had been obtaining erratic blood glucose (bg) readings for past two weeks. The patient reported going to bed with bgs in the 160s and waking up with a bg of 60 mg/dl at 2am. At the time of the call, the patient reported that the week prior (date not provided) her bg dropped to 40 mg/dl with symptoms of shaky and sweaty. The patient stated after drinking juice her sister had brought to her, her bg responded to 86 mg/dl and then she ate a snack on her own. Customer support noted that the patient felt the low bgs were due to the affect of increased stress due to her father's illness and ongoing complications. A couple of hours prior to the low bg, the patient stated her bg had tested at 160 mg/dl. In response to the low bg, the patient reported that her cde made adjustments to her basal and I:c ratios to prevent the frequent lows during this stressful time. The patient reported obtaining higher than expected bg readings after cde made adjustments to her pump settings. At the time of the call, the patient confirmed the pump was set to the correct date and time. The patient reviewed the pump's basal rates per customer supports request and noted that all her basal rates were decreased by 0.5 units, except discovered there was a basal rate of 0.0u at 11:30pm which should not have been programmed. Customer support instructed the patient to change the basal rate at 11:30pm so the delivery of basal continued through 12am. The patient confirmed she would check with her cde to confirm if her basal rates were accurate. It was noted that all other settings were programmed as intended. Review of pump history indicated that the pump was delivering as programmed for bolus, basal and tdd. It was also noted there were no significant alarms in history that would affect the patient's bg levels. Although review of the subject pump did not reveal a malfunction, this complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia and insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. There was no defect found. Investigation revealed that the display screen has a pinkish contrast. Removed cover and replaced screen with test screen. Test screen has normal contrast with no signs of discoloration.